Event description:
Customer reported the sys is displaying a control panel during use requiring a reboot to restore it. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. Customer will continue to monitor the sys. Sys operates as intended.